Event description:
It was reported that there was an atrial lead warning and the lead had switched from bipolar. Review of the lead impedance trends found no high or low impedance paces in the data, and the lead tested out normally. The cause of the lead warning is not known. The lead was programmed back to bipolar and remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that low impedance and a suspected insulation failure were noted on the right atrial (ra) lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.